Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 320mg/dl. Customer treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.